Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was not returned for evaluation and could not be evaluated, therefore, the customer's allegation could not be confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed [findings/no issues that could have caused or contributed to the reported issue]. Labeling review: not applicable as there was no ground for determining the cause of this phenomenon to be the misuse of users. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no image. The issue occurred during preparation for use. There were no reports of patient harm.